Event description:
On (B)(6) 2013, it was reported that this patient underwent generator revision on (B)(6) 2013. The device was returned, and analysis was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Attempts to confirm if the event had resolved have been unsuccessful.

Event description:
On (B)(6) 2012, it was reported that an error message indicating "flaw" and low impedance was seen. The patient's settings were provided (were 0.75/20/250/30/5/ ifi no/ 1/500/60); however, no diagnostic history was available. The physician stated that the patient was not having any particular issue other than normal at this time. A referral form indicated that the patient was referred for surgery due to vns loose lead or low battery. Notes dated (B)(6) 2012, indicated that the patient had one larger seizure and a few mild ones but was doing well overall. The patient's device was interrogated and was working but "there was an error message, suggesting a flaw, low battery or loose lead." The patient's settings were reset to 0.75 ma and 500 usec, but the same error message was received.

Event description:
Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Event description, corrected data: previously submitted MDR inadvertantly omitted impedance values. This report is being submitted to correct this information.

Event description:
Review of decoder data shows that there was a change in impedance from 6029 ohms to 23246 ohms on (B)(6) 2013. This is the date of generator explant; however, it shows that high impedance was present prior to revision. The generator was received at 2.81 v. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.